Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device evaluation: visual analysis of the returned device identified: crease flat, white particles, deformation and cloudy in the gel. Cloudy and voids was observed after autoclave disinfection process based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device remain has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.